Event description:
The customer reported the system displayed a communications fail and control panel processor error message. These messages will likely result in a system shut down situation and/or lock up depending on when the error message occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor circuit board was replaced. The system was then found to be operating as intended.